Event description:
It was reported that the customer experienced low blood glucose levels and that the insulin pump did not alert a low prediction. The blood glucose reading was 30 mg/dl. The customer's mother stated that they had to replace the batteries twice already. She advised that the customer had discontinued use of the sensor and that they would try again later. Nothing further reported.

Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.